Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder silicone jaw coating melted back while in the tunnel to harvest the last branch. No silicon coating got into the patient. However, the bare jaws were used to cut the last branch, but could not seal so there was some bleeding. An 11 blade & cauterization was done to stop the bleeding and finish the procedure through the initial incision. There were no other patient effects. Since it was the last branch to be cut, the case was completed with the same hemopro tissue welder. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)